Event description:
It was reported that patient underwent left partial knee arthroplasty. The patient has reported that while playing golf he felt a sharp medial pain. Subsequently, the patient is experiencing pain, swelling, fluid and loosening approximately 2.5 years later.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, d1, d4, d11, g4, g7, h1, h2, h3, h6, h10. D11: medical product: oxf uni tib tray sz d lm PMA catalog #: 154724 lot #: 191810. Medical product: unk oxford bearing catalog #: unknown lot #: unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: oxf anat brg lt lg size 4 PMA item #: 159555 lot #: 634830. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left partial knee effusion procedure. The patient has reported that while playing golf he felt a sharp medial pain. Subsequently, the patient is experiencing pain, swelling, fluid and loosening approximately 2.5 years later.

Manufacturer narrative:
(B)(4). This report is to relay corrective information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left partial knee effusion procedure. The patient has reported that while playing golf he felt a sharp medial pain. Subsequently, the patient is experiencing pain, swelling, fluid and loosening approximately 2.5 years later.

Event description:
It was reported that patient underwent left partial knee effusion procedure. The patient has reported that while playing golf he felt a sharp medial pain. Subsequently, the patient is experiencing pain, swelling, fluid and loosening approximately 2.5 years later.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. From the anteroposterior radiographs, because of the orientation of the knee it is not possible to provide a full assessment of sizing and positioning of components. However, a gap is visible between the cement mantle of the vertical wall of the tibial tray and the tibial vertical cut. The oxford partial knee surgical technique recommends the vertical wall of the tibial tray to be positioned flush with the tibial bone, with no gap. The x-ray marker balls of the polyethylene bearing indicate that the component may be overhanging the medial edge of the tibial tray. The oxford partial knee surgical technique recommends the x-ray marker wire to be central and parallel with the tibial component. In the radiograph extruded bone cement is visible lateral to the femoral component. The oxford partial knee surgical technique recommends to ''remove excess cement from the margins with a woodson cement curette''. In the mediolateral radiographs, osteophytes or debris of bone or bone cement may be present in the posterior joint space. The oxford partial knee surgical technique recommends that no osteophyte shall be visible posterior of the femoral component. In the radiographs radiolucency appears to be present beneath the posterior edge of the tibial tray, which may indicate bone resorption and/or component loosening. Loosening of components could not be confirmed with the received radiographs. Medical records provided by the patient show reports of clicking since 6 weeks after surgery, pain since 3 months after surgery and effusion 2 years and 7 months after surgery, along with the two events (pain during a swing whilst playing golf in (B)(6) 2019 and bike accident on (B)(6) 2019) reported in the complaint description. A report from a 3 phase bone scan describes ''increased uptake on all 3 phases of the nuclear medicine bone scan within the left knee. Can¿t r/o osteomyelitis in this region''. Knee fluid collected on (B)(6) 2019 was ''sent to labs for inflammatory work up'', but results were not made available at the time of writing this assessment. A conclusion on the root cause for the present complaint could not be drawn without further information, including examination of components. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unk oxford tibial component catalog #: unknown lot #: unknown, medical product: unk oxford bearing catalog #: unknown lot #: unknown. Remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00633 , 3002806535-2019-00634. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left partial knee arthroplasty and subsequently is experiencing pain, swelling, fluid and loosening approximately 2.5 years later.